Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. The ok button responded intermittently to user input. The keypad cover was removed and contamination was found underneath all button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored and there was also a crack on the battery compartment along the side from threads to seal case and below pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas stating that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.